Event description:
A consultant at the hospital reported that as he pulled the line through the tunnel under the skin, the cuff moved. The cuff was then pushed back under incision. Hours later, the cuff moved out from under incision and was exposed. The patient had to have the line removed and another reinserted. Additional information received (B)(4) 2012: the rep had a chat with the consultant and he informed the rep that in both incidences the line was kept in the patient even though the cuff moved when the line was being pulled through the incision made in the chest. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Device: device slippage is not labeled in the IFU. Still under investigation.